Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted due to an inflammation of the implant side at the stimulator housing area and little infection. No bacterial cultures were performed. The inflammation started at the implant housing. As per device explantation report, the surgical wound did not heal and the implant was too close to the incision site.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the received information, the device was explanted due to an inflammation at the wound incision. At explantation, a minor infection was reportedly observed and an early post-operative migration of the implant housing too close to the incision site has been suspected by the surgeon. In such a case, excessive pressure of the implant on the overlying incision might lead to wound healing issues, including delayed wound dehiscence. A review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user was explanted due to an inflammation and minor infection at the wound incision involving the close edge of the device. No bacterial cultures were performed. As per device explantation report, the surgical wound did not heal and the implant was too close to the incision site. The skin was not intact over the device prior to removal. It is thought that the implant moved shortly after implantation.